Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart while the patient was at work. She was not receiving any insulin and the site location was patient's abdomen. The pump was worn in her belt clip. The infusion had been in use for 1 day and the infusions were not exposed to extreme temperatures or humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.